Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm and was unable to clear the alarm. The customer stated the pump possibly could have been wet. Additionally, the customer received a temperature alarm. The pump was not in extreme direct temperature but the customer stated it was in the lower 90 degrees. The customer's blood glucose level (bg) was 300 mg/dl and delivered a correction bolus to address bg level. During follow up with tandem technical support, the customer was able to clear the alarm and resume insulin delivery.